Event description:
It was reported the pt's (B)(6) ipg was replaced due to a malfunctioning contact. The corresponding contact on the lead was reportedly functioning without problem.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.